Manufacturer narrative:
(B)(4) has received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Lap hernia abdominalis- "during the procedure the clipapplier did not open properly, it was stuck." Additional information received applied medical team member august 26: the jaws and the handle both were stuck at the vas deferens structure. No patient damage, only on open end of the ductus deferens. They did not placed a clip at all and left the structure as it was. They did not use another clip applier. Patient status- unknown.

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering noted that the shaft was dented; however, after investigation, this was determined not to have factored into the customer's experience. No other visual non-conformances were noted. Engineering was unable to functionally test the unit due to the presence of dried blood and debris within the device that were unable to be removed during decontamination. The exact root cause of the event was unable to be confirmed. Similar events have shown that the root cause of the event is likely due to the size of the structure that was attempted to be occluded or the clip application technique. The tissue that was found returned inside the jaws of the device was larger than the opening of the clip. The instructions for use (IFU) state, "prior to loading the jaws around the vessel or structure, partially close the clip applier trigger to load the clip in the jaws." Then, "locate the jaws completely around the vessel or structure to be ligated." Attempting to occlude larger vessels or loading the clip applier while the device is already around the vessel, instead of pre-loading the clip, can cause improper clip loading. Applied medical is currently investigating device improvements which are intended to reduce the potential for this type of incident to recur. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.